Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the use of this device in the trauma ICU, the machine alarms and requires preventive maintenance, and the sensor self check cannot pass. No patient involvement.